Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the implantable pulse generator (ipg) exhibited pauses during pacing. According to the electrocardiogram (egm), inhibition of ventricular pacing of one (1) pulse occurring at every one and a half (1.5) hours was confirmed. It was observed to occur when the operation of saving the egm data was turned on. Therefore, the setting of sensitivity for the ventricle was reprogrammed. The ipg remains in use. No patient complications have been reported as a result of this event.